Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician had experienced difficulty creating slack for the lead. Afterward, pacing failure was noted on the monitor, and an x-ray confirmed the lead had dislodged. The physician indicated that the patient's heart is considerably large, and when the patient had stood up, the lead was pulled due to insufficient slack. A lead revision was then performed, and the lead was removed and replaced with a new one. No patient complications have been reported as a result of this event.